Event description:
Related manufacturer reference number:2017865-2024-00430. It was reported that patient's right ventricular (rv) lead was dislodged. X-ray was done to confirm lead dislodgement. During lead revision procedure it was noted that patient's atrial lead was stuck to the rv lead. Both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The lead was returned due to dislodgement. As received, a complete lead was returned in two pieces with the helix retracted and clogged blood/tissue. After cleaning and applying the torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. Visual and x-ray inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fracture or internal shorts. No anomalies were found.